Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided . A3a: sex: requested, not provided . A3b: gender: n/a . A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. B3: date of event: november 2024. D4: lot #: requested, unknown. D4: expiration date: unknown, as the involved product lot # was unknown. D4: UDI: unknown, as the involved product lot # was unknown. D6a: implanted date: (B)(6) 2024. D6b: explanted date: device was not explanted. E3: occupation: interventional radiologist. H4: device manufacture date: unknown, as the involved product lot # was unknown . The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that a doctor experiencing bleeding complication with one of his patients, occurring 24-48 hours post-outpatient ir procedure. A 6f angio-seal was used as the closure device. The specific type of procedure was not described. The hospital's ambulation time is 4 hours. The patient was discharged and was at home when bleeding at the femoral puncture site began a day or two later. The variables leading up to the bleed are unknown. Femoral compression was performed while the patient was supine on the floor, and 911 was called. According to the healthcare provider, imaging revealed a pseudoaneurysm around the angio-seal anchor. It is unknown what type of intervention, in addition to femoral artery compression, was performed for this patient. The md did not describe the patient outcome but did not report a death from this event. The reported event resulted in patient injury and/or required medical or surgical intervention. There is a direct allegation that the reported device caused or contributed to the patient injury and/or the need for medical intervention.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was able to be confirmed for a potential pseudoaneurysm postoperatively. The exact root cause cannot be determined. The likely cause was determined to have been patient activity or noncompliance resulting in the reported adverse event. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).